Manufacturer narrative:
The following items were returned by the customer for investigation: five new list# 011-46112-72, arterial transpac® it monitoring kit w/03 ml flush device, 72" (183 cm) red stripe pt and 10" (25 cm) red stripe pt extension and 1 needleless valve; lot# 14063672. The reported complaint of leaks was not confirmed. No visual anomalies were observed on all the returned sets. When the returned sets were primed and pressure leak tested, no leaks were observed on all the returned sets. The product had performed per the specifications. Without the return of the actual used sample, the complaint could not be confirmed. The lot history was reviewed. No nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in the concomitant product section and in h6 component code.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event occurred on an unspecified date and involved an arterial transpac® it monitoring kit w/03 ml flush device, 72" (183 cm) red stripe pt and 10" (25 cm) red stripe pt extension and 1 needleless valve. The customer reported distal end of the arterial line became detached from the red hub that it is glued into while attached to a patient. There was patient involvement; harm was not reported as a consequence of this event. The customer reported 40 incidents.